Manufacturer narrative:
The device was returned to zoll corporation germany's service department and the device performed to specification; however, upon inspection the customer's batteries were found to be depleted the batteries were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll med. Corp. Has not received the device for evaluation and this complaint is still under investigation.